Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that this device inpact pacific is not marketed in the united states; however, it is similar to the united states marketed device inpact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact pacific device with a 7fr non-medtronic sheath and non-medtronic guidewire for treatment of a 150mm calcified lesion in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. Lesion exhibited 95% stenosis. Moderate calcification is reported. IFU was followed and the device was prepped without issue. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It is reported a balloon twist occurred. A rewrap tool was not used. The procedure was completed using this device with suboptimal delivery at twist location. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the device was returned inside its original pouch. The information reported on the luer is consistent with the data in the complaint form received. The lot# reported was 0008360413. A visual and a tactile inspection was performed: radiopaque solution and dry blood were found in the circuit and the balloon was unfolded. A cut on the shaft was noted. During the technical analysis, a 0.018¿ could not be advanced through the catheter, due to the dry blood inside the lumen. Negative pressure was applied to the balloon: the purging test passed. The balloon was then inflated to 2 bars: some wrinkles were present on the balloon surface. The balloon was inflated to 4 bars: wrinkles were no longer visible. No change in profile was noted. The balloon was inflated to 7 bars and then to 14 bars, without issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no further treatment was required. Product analysis: the device was returned inside its original pouch for evaluation. It was reported that IFU was followed and the device was prepped without issue and that a balloon twist occurred. A visual and a tactile inspection was performed on the device. Radiopaque solution and dry blood were found in the circuit and the balloon was unfolded. A cut on the shaft was noted. During the technical analysis, a 0.018¿ was advanced through the catheter. Negative pressure was applied to the balloon and the purging test passed. The balloon was then inflated to 4 bars and some wrinkles were present on the balloon surface. The balloon was inflated to 7 bars and then to 14 bars without issues and the wrinkles were not visible. Image analysis: two still images were received. The images capture the inflated balloon in the artery. A gap in the contrast is visible in the mid-section of the balloon. If information is provided in the future, a supplemental report will be issued.